Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via remote transmission after receiving inappropriate high voltage therapies due to svt. Programming changes were recommended. The patient will be brought into clinic for reprogramming and will continue to be monitored regularly.

Event description:
New information received notes that programming changes were made. The patient was stable at the time of the changes and has been uneventful since.